Event description:
Additional information was received from a healthcare provider via a company representative who reported that the patient was in a car accident and started to experience increased spasticity. An unsuccessful dye study took place in the or (operating room), which immediately led to the patient having a revision procedure. There was unsuccessful aspiration/lack of csf (cerebrospinal fluid) flow. The physician cut the catheter and noticed red fluid, resembling blood, dripping from the catheter. Although the drip was observed, when the pump was connected, the physician was not getting successful aspiration. A new spinal segment of catheter, a new pump segment of catheter, and a new pump were implanted. The csf was observed to have blood in it. It was unknown if the issue was resolved as other medical factors could have been involved, but that information was not shared with the reporter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal medication via an implantable pump. It was reported that the patient had a pump and catheter replacement.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial#: (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 18-jun-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the catheter found catheter body-kink observed. Analysis of the pump found no anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.